Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump black box data showed partially discharged batteries were installed into the pump. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The returned battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.